Event description:
This was an unobserved fall. Patient found face down on the floor with recliner on top of him. Patient had a skin tear on his head. A CT scan was done. Medical treatment consisted of cleaning the tear and wrapping with gauze. Unknown if the patient was in the chair at the time that he fell or if he fell and tried to right himself after falling by pulling on the chair.